Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that reported issue. Upon onsite investigation it was found that issue with the host pc and hdd. The fse found that the issue with host pc and hdd. The fse replaced host pc and hdd. After replacement of host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting up correctly. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.